Manufacturer narrative:
Device evaluation the protege rx stent delivery system, (sds), was received with the deployment paddle in close proximity to the tuohy borst valve, indicating that an attempt was made to deploy the stent. The outer sheath exhibits stretching, necking down onto the push wire, and separation just distal of the strain relief. Just proximal to the primary wire proximal port the outer sheath exhibits stretching, and necking down onto the push wire. The stent remains fully encased within the outer sheath. Due to the condition of the returned device further testing of the device cannot be conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physical intended to use a protégé rx self-expanding stent system with a spider fx embolic protection device during treatment of a fibrous lesion in the patient¿s common carotid artery. Severe vessel tortuosity and slight calcification are reported. Lesion exhibited 90% stenosis. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was performed using a 4x3 pre-dilation device. No resistance was encountered during advancement. The device was not passed through a previously deployed stent. Deployment issues are reported. It is reported the stent could not be deployed but part of stent struts were exposed . The lock-pin was removed. The device was removed from the patient without difficulty and it was replaced with a device of the same model to complete the procedure. No patient injury reported.